Event description:
The reporter stated the surgeon implanted a micl 13.2 mm implantable collamer lens in the pt's left eye. Due to high vaulting, the icl explanted and exchanged for a shorter length lens. A supplemental medwatch will be submitted when further info is available. See MFR number: 2023826-2012-00508 for right eye.

Manufacturer narrative:
(B)(4). Method - lens work order search. Results: a lens work order search was performed and one similar complaint was found within the same work order. (B)(4).